Manufacturer narrative:
The event date has been corrected from 07/05/2020 to 07/06/2020. The device manufacture date was corrected to 09/05/2019.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: d10, g4, g7, h2, h3, h6 and h10. 61 - failure analysis investigations confirmed the customer reported complaint "after 10min using harmonic, error was occurred and tip was broken and fallen down." The instrument was found to have a broken blade. The blade broke at roughly 0.397¿ from the base. The broken piece was not returned. Cracked or broken blades are triggered by contact with staples, clips, or other instruments while the device is activated. In addition scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of this failure is fatigue failure due to mishandling/misuse. Based on the failure analysis results, the initial MDR report is being retracted as the blade was found broken. Contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Failure investigation confirmed that the cause of the instrument breakage was due to mishandling/misuse.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1 : b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has not yet received the harmonic ace curved shears for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. A review of the instrument log for the harmonic ace (part# 480275-08/ lot# m90190908-0017) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system (B)(4). The instrument is a single use instrument. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. This complaint is being classified as a reportable event due to the following conclusion: during a da vinci-assisted surgical procedure, the tip of the harmonic ace instrument allegedly broke and fell inside the patient. All fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an error occurred while the harmonic ace curved shears instrument was in use. Allegedly, the tip of the instrument broke and fell inside the patient. The fragment was retrieved and a backup instrument of the same kind was installed to proceed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the operating room nurse and obtained the following additional information: all fragments were retrieved during the same surgical procedure. The instrument was in use for 10 minutes prior to the issue. The instrument was inspected prior to use. The surgeon was dissecting tissue when the device fragment fell inside the patient. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure prior to the breakage. The instrument did not collide with any other instruments or other hard materials. The instrument was never removed prior to the breakage. Upon the final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula or to the instrument after the event occurred. There was no injury to the patient and the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. No photographic images of the device(s) or a video recording of the procedure were available for isi review.